Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted. Additional information indicates that the device was coming out through the skin and needed to be changed-out. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.